Event description:
It was reported that a large volume infusor experienced underinfusion. The device was filled with 20 grams of piperacillin and physiologic solution until the total volume was 250 ml. The flow rate was set to 12 ml/hour. After 27 hours of infusing, 50 ml of solution remained. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from october 19, 2014 to october 20, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.